Event description:
It was reported that during implant the leads were stable when tested on the analyzer but oversensing was noted when the pocket was being sewn up. The pocket was opened and the connections checked with no issues noted. After the leads were reseated and saline put in the pocket the device was no longer oversensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.